Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that impedances on electrode pairs 0 1, 0 2, 0 3, 1 2, 1 3, and 2 3 were >4000 ohms. It was noted that there were no clinical signs or symptoms reported. No further complications were reported/anticipated.